Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was removed from the packaging an unknown, white residue was observed on the proximal end of the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, the reported foreign matter was observed on the proximal end of the spline array. Compositional testing of the foreign matter was performed in an analytical laboratory, which revealed the foreign matter to be consistent with sodium chloride. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The origin of the sodium chloride on the spline array is not confirmed.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was removed from the packaging an unknown, white residue was observed on the proximal end of the spline array. The catheter was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.